Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged charge/battery lasts less than expected and pump error 25 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the device history, these battery related alarms were found: insert battery alarm on (B)(6) 2021 at 20:02:47, on (B)(6) 2021 at 13:31:05, 13:31:34, on (B)(6) 2021 at 09:20:28, 09:30:00, and 22:48:06. Low battery alarm on (B)(6) 2021 at 17:51:00, on (B)(6) 2021 at 13:30:00, on (B)(6) 2021 at 22:41:00. Failed battery test on (B)(6) 2021 at 13:31:25. Power loss alarm on (B)(6) 2021 at 09:31:23 an 09:31:31. Device passed self test and displacement test, however failed the sleep current measurement and active current measurement due to high impedance. Device was cut open to perform visual inspection and found moisture damage on the corroded battery tube. No unexpected pump error 25, insert battery, low battery, failed battery, and power loss alarms during testing. Customer alleged for charge/battery lasts less than expected was confirmed where high impedance was noted during the sleep current measurement and active current measurement. Customer allegation of pump error 25 was not confirmed. Moisture damage was confirmed on the corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm and customer need to replace battery every 2 hours. Customer reported low battery alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated that the notification light stopped flashing immediately after removing the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.